Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became unresponsive on the personal profile screen. Reportedly, customer was unable to hit the "back" button. Troubleshooting with tandem technical support was performed and the pump was functioning as intended. Customer had elevated blood glucose levels (422 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.